Event description:
Customer reported, 2 patients incurred lip burns/blisters and throat blisters, after using a transesophageal probe during surgery.

Manufacturer narrative:
The tee probe has not been made available for inspection. A follow up report will be submitted if more information becomes available.